Event description:
It was reported that the patient was unable to place their system into MRI mode. It was also reported that the right lead migrated. Diagnostics revealed high impedances on the left lead. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 22025 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.